Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. Customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1711k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test noted. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test in pump downloaded history on or near the event date. The electronic assembly, battery cap and battery tube were inspected and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch, and cracked battery tube case. The p-cap/reservoir does lock properly. No failed battery test noted during test or in the pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.